Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy procedure, part of the telfon pad was detached. He then asked to change another one and report the complaint. A photo is attached. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The tissue pad was melted, not detached. The file no longer meets the criteria of a reportable file.